Manufacturer narrative:
(B)(4). Batch # n9232a. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, both devices were not securing clips properly. It was unknown how or why the clips were falling off or if they were malformed. Procedure was completed with the second device that initially had the issue but then began to work correctly. There were no patient consequences reported.